Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked and a non-original equipment manufacturer battery was found in the pump. Review of the event history log showed an occurrence of an "invalid syringe size" alarm. Functional testing found that the device exhibited an "invalid syringe size" alarm during the syringe test. The investigation determined that a broken plastic pin of the size sensor was the cause of the reported issue. The size sensor was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the syringe size sensor was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.